Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4)., the investigation was completed on 11-nov-2021. A review of the device history record (DHR) confirmed that cartridge lot w21195a passed finished goods release criteria. Retained test results did not meet the acceptance criterion associated with rate of ica results outside total allowable error (ea) found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. All other acceptance criteria as per appendix 1 of q04.01.003 were met. A deficiency has been identified for cartridge lot w21195a; lot w21195a is included in quality record (qr) 775835 bracketing.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant ionized calcium results on a 23 day old male patient . There was no patient information available at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.